Manufacturer narrative:
Concomitant medical products: evolutr-34-us transcatheter valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation showed an episode of high atrial threshold. There was also a lead impedance warning for undefined impedance on the left ventricular lead. However, there is no left ventricular lead. The atrial lead and the device remain in use. No patient complications have been reported as a result of this event.